Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that the console displayed errors regarding to the handpiece overheating impending shutdown. Additionally it was also noted that the motor hose and several parts were defective and general service was necessary. Device was inspected and repaired.

Event description:
Device was returned for repair and during inspection, technician found error codes for the handpiece overheating. This is 1 of 1 report for (B)(4).